Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2007. The physician corrected the settings; however the frequency, pulse width, magnet pulse width and magnet on time were not corrected. The settings were corrected during an office visit on (B)(6) 2007. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.